Event description:
During the procedure, it was reported that the guidewire broke during the manipulation. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval.